Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: inspected and cleaned the wash separation manifold, inspected the sample probe, cleaned the aspirate and reagent probes, verified that the darkcounts were acceptable, cleaned serum buildup around the sample dispense port, checked the fluidics draw for leaks and determined that there were no leaks, verified that sample pump pressure was acceptable, cleaned the reagent probe wash bowls, and performed a precision study. The precision study recovered acceptably. On a subsequent visit, the cse replaced the 250 ul syringe. The cause of the imprecise tnl-ultra results and the discordant, falsely elevated tnl-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that imprecise troponin-ultra (tnl-ultra) results were obtained on patient samples on an advia centaur xp instrument. The customer indicated that elevated tnl-ultra results were obtained on patient samples and reported that when these samples were repeated, the results recovered lower. The customer provided data for one patient sample. The initial discordant, falsely elevated tni-ultra result for this sample was not reported to the physician(s). The sample was repeated on an alternate advia centaur instrument, resulting lower. The customer considers the repeat result to be the correct result. It is unknown if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tnl-ultra result.